Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, lead check flipped due to low impedance. Reported on hm. Noise was also observed. Lead was capped on (B)(6) 2019. No adverse patient events were reported.